Event description:
The patient received scs system on (B)(6) 2007. It was reported that the patient had lost stimulation. Reprogramming the parameter values temporarily fixed the issue for a month and then the symptom persisted. Reprogramming was unable to resolve the issue. The lead impedance readings were within the normal limit. Pre surgery fluoroscopy revealed separation of the wires in one of the ends of the lead. Physician also noted the wire separation when the incision was opened. The lead was replaced by a new lead and resolved the issue.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As returned, the lead had a severe kink with all wires broken. The lead damage observed is consistent with the stresses the lead was subjected to while implanted. The cut lead resulted from explantation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.